Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review fo the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (6). Same case as MDR ID#: 2134265-2009-07325, 2134265-2010-01088. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion involved two vessels. The first part of the lesion was 35% stenosed and located in the proximal 1st obtuse marginal (om). The second was 90% stenosed in the ostial 2nd om. Using a reversed crushed technique, a 2.5x12mm taxus express2 stent was deployed in the origin of the 1st om and the more proximal portion of the lcx crushing a previously implanted 3.0mm taxus express2 in the mid lcx. The vessels were then independently rewired and kissing balloon angioplasty carried out of both stents using 2.5 and 3.0mm balloons. A 2.5x8mm taxus express was also placed in the intermediate marginal/high first diagonal artery. At 1346 days post index procedure, angiography revealed 60-70% restenosis in the mid lcx which included the ostium of the 2nd om. The stented portion of the 1st om also had moderate in stent restenosis. At 15 days later, patient underwent target vessel revascularization. Angiography confirmed 75% focal in stent restenosis in the mid lcx. The lesion was dilated with a 2.0mm and a 2.5mm balloon resulting in 0% residual stenosis. A 70% stenosed lesion located in the distal right coronary artery was also treated using a 2.75x32mm taxus express stent resulting in 0% residual stenosis. During the patient¿s one month check up 34 days post index procedure, the patient reported that she had two separate episodes of chest pain with shortness of breath and pain that radiated to the jaw and down the left arm post reintervention. In both cases, it occurred during periods of activity or stress. During the second episode, the patient took nitro and the pain resolved within 5 minutes. The pain was judged to be cardiac related. No other treatment or intervention was done for these events.